Event description:
A male patient underwent aaa repair in 2005. A renu main body graft was placed in order to repair the migrated of another manufacturer's graft that had migrated 5-10mm caudally. The 24-month follow-up form submitted in 2007, indicated the presence of a proximal type I endoleak which was not attributed to either endograft. The form also indicated that the patient had experienced an unspecified adverse event and had undergone an unspecified secondary intervention. Additional information was received from the physician on 12/03/2007, stating that the patient had a re-emersion of a type I endoleak due to neck dilation. The graft was in place and did not move. The physician brought the patient to the cath lab and coil embolized the leak without difficulty. The patient continues to do well.

Manufacturer narrative:
Evaluation: no product was returned to assist in our investigation. An internal clinical review indicated this event was the result of patient anatomy. We will continue to monitor for similar situations.